Manufacturer narrative:
Other, other text: additional information: d5 is unknown. No information has been provided to date. No product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Manufacturer narrative:
Other, other text: additional information: d5 is unknown. No information has been provided to date. No product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the jelco hypodermic needle was getting stuck in the patient's arm. This caused an unspecified injury. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.